Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history review. Visual inspection observed that the left plunger case was broken. Right plunger case was cracked and the force sensor cable is damaged. During functional testing, could not run pump because of force sensor test error at start-up and broken left plunger case. Because of this, the reported problem could not be duplicated. The root cause of the issue could not be determined. Replaced interconnect board as a preventative measure. The speaker was replaced just over a year ago. A corrective and preventative action has been opened to address the reported issue.

Event description:
It was reported that there was a primary audible alarm post. No patient injury was reported.